Event description:
It was reported that during a routine follow up the battery status of this device was less than three months. Premature battery depletion was alleged. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Should the device be returned analysis will be conducted and this investigation will be updated.